Manufacturer narrative:
Date sent: 02/14/2008. Instrument a and e: damaged firing mechanism. Instrument b, c, d, f: the analysis results showed that one ems device a was returned non-functional due to a broken lifter. In addition, the cartridge nose was noted to be broken, however, the weld was sufficient. No functional test was performed. The analysis results showed that the ems device b was received in good visual condition. The device was tested and it was cycled, fed, and formed all the remaining staples as intended. The staples were noted to have the proper box shape and the device fired without any difficulties noted. D5kk8h. The analysis results showed that the ems device c was received in good visual condition. The device was tested and it was cycled, fed, and formed all the remaining staples as intended. The staples were noted to have the proper box shape and the device fired without any difficulties noted. The analysis results showed that the ems device d was received in good visual condition. The device was tested and it was cycled, fed, and formed all the remaining staples as intended. The staples were noted to have the proper box shape and the device fired without any difficulties noted. The analysis results showed that one ems device e was returned non-functional due to a broken lifter. No functional test was performed. The analysis results showed that the ems device f was received in good visual condition. The device was tested and it was cycled, fed, and formed all the remaining staples as intended. The staples were noted to have the proper box shape and the device fired without any difficulties noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap hernia procedure, the device did not fire at all. The case was completed with a same like device. Patient consequence unknown. No further information available.